Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -11.00/1.0/x075 (B)(4). Method codes(s): evaluation method: lens work order search. Results codes(s): evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6, -11.00/1.0/x075 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. Refractive surprise was noted in (B)(6) 2015. The icl was explanted on (B)(6) 2015 and exchanged for a similar lens model.this resolved the problem. Post-op, ucva was 20/20 see MFR. #2023826-2015-01534 for right eye.

Manufacturer narrative:
(B)(4). Corrected data: best estimate is (B)(6) 2015 ((B)(6) 2015). (B)(4).